Event description:
A talent stent graft system was implanted in a patient for the endovascular emergent treatment of a ruptured thoracic aortic aneurysm. It was reported that the patient was implanted approximately 22 months ago. Three months ago, the patient returned for intervention due to proximal stent graft migration. It was recently reported that all three stent grafts moved distally, initially there was only a report of one device migrating. (MFR #2953200-2010-01454, 2953200-2010-01877, 2953200-2010-01878). The patient was brought back one month ago for repair of the migrated stent graft and a proximal type I endoleak. During the secondary intervention, the physician first implanted a talent 46x44 followed by two 46x46 distal cuffs. It was reported that the cuff (MFR #2953200-2010-01879) was caught on the wire and was pulled down occluding all the great vessels. The physician was working on resolving the occlusion with a device that could not be advanced due to vessel morphology and was reported to have kinked. The device was removed from the patient without issue and discarded by the user facility. It was reported that stents were put in his right renal and sma to allow flow. Patient was released from the hospital and reported to be fine.

Manufacturer narrative:
(B)(4). Results & conclusions - vessel morphology.